Event description:
Three months post-operatively, pt complained of lower back pain and numbness in right leg. X-ray showed evidence of a 2mm implant migration posteriorly. At 8 months postoperatively, x-ray confirmed a l4 spinous process fracture. Pt underwent revision surgery to remove implants and perform 3-level pedicle screw fixation in 2005.

Manufacturer narrative:
Method: device not returned. Results and conclusion: no conclusion can be drawn at this time. Add'l lot number is 051104.